Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with no button response due to unlocked keypad connector on the lcd board. Unable to verify the motor error or no delivery alarm due to the unresponsive buttons. The device also was received with cracked and bleeding lcd glass, minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and broken off end cap. The motor was tested outside the device and passed motor test.

Event description:
Customer reported receiving a motor error alarm on the insulin pump when attempting to bolus. Customer stated that they were able to rewind the insulin pump. Customer also mentioned that they received a no delivery alarm and that their blood glucose readings have been running high. Customer's blood glucose readings at the time of the call was 400 mg/dl. No further information provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.